Manufacturer narrative:
This product is registered as a combination product. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an upgrade, when physician was replacing the lv lead the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient is stable.